Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified right superficial femoral artery. A 2.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 6 atmospheres for 2 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.